Event description:
Reporter alleged the customer obtained the results of 392 mg/dl, 270 mg/dl and 130 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that after getting the readings, the customer took her humulin 70/30 as usual and ate breakfast. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.